Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The article reported unspecified opti-free product with the exact brand name unknown. Therefore, opti-free replenish was chosen to be the product reported. Article citation: alice y. Matoba, md, jeff r. Peterson, md, kirk r. Wilhelmus, md, phd (american academy of ophthalmology, volume 123, number 3, march 2016), "dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative". The manufacturer internal reference number is: (B)(4).

Event description:
As reported via a literature article, a (B)(6) woman had worn daily wear soft contact lenses for 4 years. The patient was on a daily wearing schedule. Four months before her visit, she switched from one brand of disinfecting contact lens solution to a different brand of contact lens disinfecting solution. One month before her visit, scars in both corneas were first noted. She discontinued regular contact lens wear and used prednisolone acetate 1% twice daily, but continued to wear contact lenses on occasion. She reported persistent mild blurring of vision. Best-corrected visual acuity was 20/30 in the right eye and 20/20 in the left eye. Both corneas showed linear, slightly branching, grayish, thickened epithelium and scattered tiny subepithelial infiltrates. The superior limbus showed bilateral mild neovascularization. The patient was advised to avoid contact lens wear completely. Two weeks later, the dendritiform lesions had resolved, but both eyes had a few scattered subepithelial infiltrates. The patient resumed contact lens wear with another different brand disinfecting contact lens solution with no further problems during 1 year of follow-up. It was noted that this was a bilateral disease. Duration of exposure to the solution was 4 months. The total time to resolution was 6 weeks. The purpose of the literature article was to describe patients who presented with dendritiform keratopathy associated with exposure to polyquaternium-1, a common preservative found in contact lens solutions and tear replacement products. It was noted in the report that ophthalmic products containing polyquaternium-1 may cause dendritiform keratopathy that may be confused with infections of the superficial cornea, such as herpes simplex virus keratitis or acanthamoeba keratitis.